Event description:
It was reported that a retrograde intrarenal surgery (rirs) procedure, the nurse unscrewed the fiber and prepared the tray for disinfection. Then, it was noticed that the fiber wire was detached from the fiber interface. The case was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The visual analysis identified that the fiber was broken into 2 pieces. The returned fiber was found with the connector separated from the fiber body, thus confirming the reported event. Based on analysis, it is probable that procedural handling during set-up and/or use could have contributed to the fiber body break. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a retrograde intrarenal surgery (rirs) procedure, the nurse unscrewed the fiber and prepared the tray for disinfection. Then, it was noticed that the fiber wire was detached from the fiber interface. The case was completed with another fiber without patient complications.

Event description:
It was reported that a retrograde intrarenal surgery (rirs) procedure was completed with the original fiber without patient complications. After the case was completed, the nurse unscrewed the fiber and prepared the tray for disinfection. Then, it was noticed that the fiber wire was detached from the fiber interface.